Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2017. The patient was in stable condition prior, during, and post operation. The patient was discharged.

Manufacturer narrative:
Correction information previously reported explanted lead was not explanted. The defibrillator portion of the lead remained implanted and still in use.

Event description:
Previously reported explanted lead was not explanted. The defibrillator portion of the lead remained implanted and still in use.